Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's right ventricular lead was exhibiting elevated capture thresholds, low pacing impedance, and low sensing threshold. Patient underwent lead repositioning on (B)(6) 2019. Patient condition was stable.